Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastroplasty procedure, the 3 reloads were stuck. The surgeon was able to press the green button, the stapling could not be performed. The surgical time was extended by more than 30 minutes as it took time to get another load to change. New load was used to complete the case. There was no patient injury.